Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 6 to 2 years. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.